Event description:
Customer initially called requesting assistance with the insulin pump settings. Customer's wife mentioned that the customer was hospitalized about three years ago due to low blood glucose. Caller stated that the insulin pump being replaced as it is a past event. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The device was monitored for several days and no alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.